Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had "damaged bearings/corrosion." It is unknown if device was being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.